Event description:
It was reported the device is broken. Followup information received further reported the unit was not "firing" correctly. The device was returned for service. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found contamination throughout the battery compartment. Analysis confirmed the initial report, the upper and lower case halves were broken and contaminated and the atrial output connector was broken. It was also noted that the battery release, battery release o-ring and battery release spring were contaminated, both bail covers were broken, the ring cover, battery drawer o-ring and ring were missing, the liquid crystal display (lcd) was corroded and the main printed circuit board (pcb) was out of specification.